Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on an architect c8000 processing module for multiple patients that repeated normal on another instrument. The customer provided one sodium example. Initial result = 105 mmol/l, repeat on other instrument = 139 mmol/l (normal range is 136-145 mmol/l). No impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues on or around the date of this complaint that may have contributed to this issue. Ticket review did not identify any trend related to the current issue. Review of the product monitoring review for clinical chemistry systems found no similar issues related to the architect system. The architect c4000, c8000, and c16000 erratic result rates were within acceptable limits with no trends identified. A review of historical data did not identify any non-conformances or potential non-conformances related to the complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module, sn (B)(6)., was identified.